Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be damaged. The timing and cause of the observed damaged cannula is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak in the fluid path was observed. Due to not being able to confirm the timing or cause of the observed cannula damage, it could not conclusively be determined if it contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated a new pod. The device was originally reported for leaking during wear.